Event description:
Reporter alleged obtaining a discrepant blood glucose result of 236 mg/dl back to back with a result of 101 mg/dl on the active system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.